Manufacturer narrative:
Approximate age of device ¿ 8 years, 7 months and 10 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that there was a tear in the white sleeve of the patient's percutaneous lead (driveline) with brown fluid leaking out. There was a dent in the driveline about 2 inches from the clamshell repair. Also, there appeared to be some shield breakdown near the exit site. The log file driveline data was normal and revealed no obvious issues so the reported driveline tear did not appear to have affected the driveline wires. X-rays were taken for further evaluation. Additional information was requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear on the silicon layer of the driveline was confirmed through the submitted photographs. Additionally, an analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 9/8/2018 to 9/27/2018. The log file captured low flow hazard alarms on 9/19/2018 and from 9/25/2018 to 9/27/2018. The pump speed remained above the low speed limit for the duration of the file. The log file appeared to show that the system was operating as intended. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. The IFU and patient handbook provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.